Event description:
It was reported the intraocular lens (iol) was implanted and removed during the same procedure. The patient's capsule tore and a vitrectomy was performed.

Manufacturer narrative:
(B) (4). The intraocular was not received for analysis. Reporter could not confirm if the iol was the cause of the patient capsular tear. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. The lens met all manufacturing specifications prior to release.